Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
As reported: "I was the rep for [surgeon] while using our fibula plate. There were two locking screws on the distal end of the fibula plate that wouldn't lock down in the plate correctly...the techniques that were used to implant the screws were correct. We used the correct drill bit with its corresponding drill guide as well. [Surgeon] explanted these two screws and replaced them with two other locking screws. The two replacement screws went in correctly under the same technique...[surgeon] would like to have this situation reported so that we can investigate any reasons of why the locking screws weren't fixating properly".